Manufacturer narrative:
Nihon kohden's technical support requested the event logs for review. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) did not alarm a vtac event.

Manufacturer narrative:
Investigation results: the customer confirmed that the "rhythm" they observed was not true vtach but was artifact when they performed a specific procedure. No further investigation is necessary.